Event description:
The customer reported to baxter (B)(4) 1000 ml in which the port was detached. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The reported condition of a detached port was not confirmed. However, the sample was evaluated with a leak test and a leak in the body of the bag was found. A root cause could not be determined. A batch review was also conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.